Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a cystocele repair procedure. This is the same case and patient as MFR report # 3005099803-2011-00846. This report pertains to the second of two devices. According to the complainant, the patient was in retention for two weeks. The patient was catheterized for that time until the retention resolved on its own. The exact date of the procedure and the date the patient presented with retention is unknown and reportedly unavailable. The patient's current condition was reported to be "fine." Attempts to obtain additional information regarding this event have been unsuccessful. Should additional, relevant details become available, a supplemental report will be submitted.